Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet for approximately five days experienced hyperglycemia after a usual lunch announcement, with glucose rising to 306 mg/dl and remaining above 180 mg/dl for about three hours before decreasing to 71 mg/dl, after which the user self-treated with glucose tablets and juice; no alerts or alarms occurred, and the infusion set style was cannula (cd). Symptoms included transient hyperglycemia without acute complications. Outcomes included stabilization of glucose without medical intervention, backup therapy, ketone testing, or hospitalization. Investigation included troubleshooting and education regarding meal announcement based on carbohydrate intake, appropriate correction practices, and the ilet adaptive learning period. Investigation of this case revealed no device malfunction or alarm activity and suggested that the event was consistent with the system adjusting insulin needs during early use following a typical meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.